Manufacturer narrative:
Exact date unknown, event occurred a few years from the date the manufacturer became aware of the event explant date: few years ago. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: (B)(4), model: sc-8120-50, serial: (B)(4), batch: 154773a.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. The explanted devices were not returned. No further information has been obtained despite good faith efforts.